Event description:
It was reported that during an open gastric bypass, on the sixth firing, the device had a very high force to fire. Once the device was done firing, only one side of the cut stapled. The procedure was completed with another device. Operating time was extended by thirty to sixty minutes. There was no pt consequence.